Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: d8, g3, h3, h4 the device was returned to olympus for inspection and the customer´s allegation was confirmed. Based on the results of the investigation, the initially reported malfunction was caused by broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image was completely black during set up /inspection for use (during set up in room/before patient in room). There were no reports of patient harm.